Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, device, method, result, and conclusion codes have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp in a clinical study. It was reported that the subject described the feeling as a "shock by an electric fence" when coughing or sneezing. A cause was not determined for this issue. The only action taken, at this point, was reprogramming and the issue was ongoing as of (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the issue was resolved without sequelae on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient experienced full body paresthesia on (B)(6) 2016. The patient felt full body buzzing when coughing or sneezing. Etiology indicated the relationship of the event to the device or therapy as related, specifically related to programming, but not related to the implant procedure. The device was interrogated, and the results were normal. The device was reprogrammed. The outcome was reported as ongoing. No further complications were reported or anticipated.